Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly inside the delivery tube when staff loaded and removed the delivery tube from the loader device. A replacement device was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the delivery device was not returned. The visual inspection showed that the seal subassembly was outside of the loader device. The seal was completely unraveled and the tether had been cut. Evidence of blood was on the seal. This suggests that the seal had been deployed. The reported failure was not confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).